Event description:
It was reported the PICC team received a blue bullseye with 6 cm out. It was read by radiology as being proximal (higher than where it should be). They were told push in 4 cm more by radiology and a second x-ray was read. There was no delay in therapy and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.